Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of death.

Event description:
Doctor's office contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. The patient and the patient's wife were in the bedroom when the patient stated making noises and wouldn't wake up. The patient's wife called the emergency medical technicians (emts). When the emts arrived, they tried to revive the patient but were unsuccessful. The patient was transported to the hospital where he was pronounced dead. The patient's wife stated that the cause of death was a heart attack. A certificate of death was not provided. The patient was wearing the continuous glucose monitor (cgm) at the time of the event, however, there was no alleged device malfunction. No additional event or patient information was provided.